Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The computer was replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Analysis of the computer showed that it was functioning as intended and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had been shutting down on its own. This was occurring when the system was plugged into a known functional outlet. There was no patient involvement.